Event description:
Ge ivent started making a grinding noise from blower motor. Ge required ventilator bbe sent in for repair. Pt was required to be transferred to a back up ventilator and primary ventilator was pulled out of service. While pt on ventilator, the ventilator started making a grinding sound and a whistling noise when cycling. Pt was transferred to another ventilator. Vent was picked up at pt's home and sent to ge for repair. Ventilator was sent back to us and had an error code 706. Unit had to be sent back for more repairs. This problem started on (B)(6) 2015 and had to be sent back to ge for repair three (3) times and the problem is not corrected. We just got this vent back from the ge repair center on (B)(6)2015, and the ventilator screens are not functional, and therefore cannot be placed safely on a pt. This ventilator has been out of service for over 10 months.